Event description:
Additional information was received from the patient reporting that the circumstances that led to the event was the patient had trouble with their back. The patient's response to steps taken to resolve the event was they stated ¿they put the unit in their back in to help with the pain¿. It was reported that the patient weighed 200 pounds on (B)(6) 2011.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was recorded the patient¿s ins hasn¿t worked for about a year. The patient was surprised to hear the ins was implanted in 2011. It was further reported the ins may have stopped working years ago. A drs lookup was done, and the implanted components were reviewed. No troubleshooting was preformed as there were no products available. No symptoms were reported. No further complications were reported or are anticipated.